Manufacturer narrative:
Correction - b5. Description has been corrected to describe the reported malfunction. H6. Medical device problem code was corrected. The device log files were provided for evaluation. A review of the log files indicated that the issue was caused by excessive touch inputs on the screen. Technical support advised the customer to perform verification testing on the device and it can be returned to service.

Event description:
It was reported that the device displayed a "decomm vent" screen. There was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator experienced a failure in the circuit board. There was no patient involvement.